Event description:
The dr removed the inner lumen stylet wire by releasing the luer-lock fitting and pulling straight back. When this was done, the stylet wire knob broke off from the stylet wire.

Manufacturer narrative:
Product returned for evaluation. Investigation not yet completed.